Event description:
It was reported to philips that the heartstart xl monitor / defibrillator did not discharge when being used on patient admitted to a hospital¿s cardiothoracic intensive care unit (ICU). The customer was treated with a second device, and no harm was done to the patient. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips field service engineer evaluated the device and was unable to replicate the reported problem. The device passed all performance tests. No ECG strips or case event files were provided to philips for review. Philips was not able to confirm the reported problem. Because the problem could not be recreated, the cause cannot be determined. The device remains in service at the customer site.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl monitor/defibrillator did not discharge when being used on patient admitted to a hospital¿s cardiothoracic intensive care unit (ICU). Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted. Additional details have been requested.